Manufacturer narrative:
Device not returned to manufacturer. Device evaluation: no product was returned. Without knowing what type of autoclave or settings that were used an investigation cannot be completed. The instructions for use (IFU) specifically states what type of autoclave to use and the temperature settings to prevent damage to the cuffs. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the new custom trach¿s cuff broke in their autoclave. They received two of the same trach's, autoclaved both of them together and one cuff broke, the other did not. The outcome was resolved because they ordered a new trach and autoclaved it without issue. There was a four-day delay in hospital discharge waiting for the new trach. There was a patient involvement and no patient harm/adverse event/medical intervention reported.